Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively determined through this evaluation. It was reported that the patient experienced pulmonary bleeding on (B)(6) 2016. A bronchoscopy with suctioning was performed on (B)(6) 2016, and then again on (B)(6) 2016. Following the second bronchoscopy the bleeding resolved. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6 also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing pulmonary bleeding on (B)(6) 2016. A bronchoscopy with suctioning was performed on (B)(6) 2016, and then again on (B)(6) 2016. Following the second bronchoscopy the bleeding resolved.